Event description:
A report was received that the patient was having difficulty charging the ipg due to the anatomical location of ipg. The patient underwent a revision procedure and was doing well postoperatively.